Event description:
It was reported that a patient experienced sterile peritonitis coincident with peritoneal dialysis therapy, manifested by fever, abdominal pain, and cloudy fluid. On the same day as the event, the patient was hospitalized. The patient began treatment with intravenous vancomycin (1g times six doses) for peritonitis. Five days after the event, the vancomycin was discontinued and the patient was discharged from the hospital. Action taken with therapy was not reported. While still recovering thirteen days after the event, the patient again experienced sterile peritonitis manifested by fever, abdominal pain, and cloudy fluid. On the same day, the patient began treatment with oral cipro (500 mg twice daily; duration not reported) for peritonitis. The patient also started hemodialysis at this time. The patient was not readmitted to the hospital for peritonitis. Nineteen days after the event, the patient had their peritoneal dialysis catheter removed. Twenty-six days after the event, the patient recovered from peritonitis. The cause of the peritonitis was not reported. No additional information is available. This is report 1 of 2

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4)